Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. Service tech was unable to duplicate the reported complaint of unit powered down' as the screen was functioning, but the failing condition was confirmed. Under continuous operation the led backlight of the touch screen would fail and the screen would go blank while the ventilator continues to operate. It was recommended to replace the front panel assembly for a new one.

Event description:
The customer reported to vyaire medical that the vela ventilator unit was powered down while on patient and plugged into ac. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As an intervention patient was bagged after unit powered down then placed on another unit. Patient was stabilized after the intervention given.